Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device it was found that the top socket assembly had leaked water, and damaged multiple internal components. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Initially, a customer reported that a smiths medical fluid warmer was "over temp". After smiths medical completed the device evaluation it was concluded that the top socket assembly had leaked water, and damaged multiple internal components. No adverse patient effects were reported.